Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The dealer performed a checkout of the equipment and a review of the logs. The flush valve was cleaned, resolving the reported complaint.

Event description:
The hospital reported that, during the preoperative checkout, the o2 flush valve alarmed and was noted to be stuck open. There was no report of patient involvement.